Event description:
It was reported that the patient was experiencing inadequate stimulation due to damaged leads. It was also stated that the patient had pain at the lower back and bilateral leg which worsen when standing and walking. The patient's implantable pulse generator (ipg) was approaching end of life due to the power required for high-frequency stimulation in connection to the damage leads. The patient underwent an explant procedure.